Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead exhibited suboptimal thresholds. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damages.